Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on all three channels during an episode resulting in inappropriate mode switches and diverted episodes. There was no pacing inhibition. The noise could be recreated with isometrics but not with pocket manipulation. Upon invasive procedure it was identified that there was insulation abrasions noted on this defibrillation lead and this transvenous pacing lead. It was believed that this was a result of subclavian crush.